Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (sicd) the system impedance read at 110 ohms, when the defibrillation threshold (dft) test was attempted, it failed to convert the rhythm twice at max output. The representative recommended to the physician that they had to get closer to the sternum. The physician decided to retire the case. On a separate day the patient was successfully implanted with an implantable cardioverter defibrillator (ICD). This sicd was removed prior to pocket closure. No adverse patient effects were reported. This product was returned.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (sicd) the system impedance read at 110 ohms, when the defibrillation threshold (dft) test was attempted, it failed to convert the rhythm twice at max output. The representative recommended to the physician that they had to get closer to the sternum. The physician decided to retire the case. On a separate day the patient was successfully implanted with an implantable cardioverter defibrillator (ICD). This sicd was removed prior to pocket closure. No adverse patient effects were reported. This product was returned and is pending analysis.